Event description:
On 11/04/2022, it was reported by a sales representative via sems that a abs-10062t aspiration kit, and a abs-10061t prp kits tubing from the kits had holes in them and blood was leaking out. This occurred during a prp/bmc case on (B)(6) 2022. There was no patient effect reported. No additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.